Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6) 2017. (B)(4). Approximate age of device ¿ 13 days. The device is expected to be returned for analysis. It has not yet been received. (B)(6). The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that after approximately 13 days of support, a pump exchange was performed on (B)(6) 2017 due to suspected thrombosis. Additional information has been requested but has not been provided.

Manufacturer narrative:
Device evaluation: review of the periodic log file retrieved from the returned lvad discovered a decrease in the calculated pump flow mean value beginning on (B)(6) 2017 between 3:34 pm and 11:35 pm. The calculated pump flow mean value continued to decrease and ultimately reduced to 0 lpm on (B)(6) 2017 at 12:35pm. The calculated pump flow mean value did not increase above 0 lpm despite changes in the set speed and remained at 0 lpm throughout the remainder of the periodic log file and the entire event log file retrieved from the returned lvad which captured data up to when the pump was explanted on (B)(6) 2017. Despite the low flow condition captured in the retrieved log files, the data appeared to show the pump operating as intended. The evaluation of the returned device could not determine a potential cause for the low flow events captured in the period and event log files. The report of suspected thrombosis was not confirmed and no device-related issues were identified during the device evaluation. The pump was returned assembled with the pump cable severed approximately 3 inches from the pump housing. The modular cable and the severed portion of the pump cable were not returned. The sealed outflow graft was returned detached from the pump outflow with the outflow graft bend relief properly engaged to the graft attachment. The apical cuff was not returned attached to the cuff lock. Examination of the returned sealed outflow graft material revealed no evidence of distortion such as twisting or kinking that may have contributed to a flow obstruction. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed a trace amount of post-explant blood at the distal end of the inflow cannula lumen, in the pump cover, on the pump rotor, and in the rotor well. The evaluation found no evidence of any developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. Examination of the returned portion of the pump cable found it to be unremarkable. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Lvad flow obstruction and thromboembolism are listed in the instructions for use as potential risks and adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.